Event description:
It was reported that the patient was scheduled for a magnetic resonance imaging (MRI) study and dye study; however, the reporter noted being told by a company representative that the pump was not working. Per the reporter, they noted being told that the pump ¿wasn¿t accepting the dye or something¿, thus the patient never had the MRI. The reporter noted a return of the patient symptoms of increased baseline pain. The reporter noted being "in limbo right now, and don't know what's going on." The reporter noted they called their hcp, but they were not getting any answers from them. The reporter also stated the patient was due to run out of their oral medications on (B)(6) 2013, because of needing prior authorization. The reporter was not certain if there was a problem with the pump and noted being unsure if the pump was delivering drug because they were also on oral medications. The reporter stated that the MRI and dye study were ordered due to the patient was having more pain than usual. The pump system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).